Event description:
Aventis case ID: (B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician via e-mail to our local affiliate (B)(6). This case involves a (B)(6) female pt who received poly-l-lactic acid (sculptra) therapy from (B)(6) 2006 through (B)(6) 2007 to improve the texture of her skin. No relevant medical history was provided and concomitant medication info was not mentioned. On (B)(6) 2007, the pt developed visible and palpable nodules at the application area. The nodules have a hard consistency, and are mobile with palpation, and are approximately 4 mm. The physician reported that the dilution volume was 12 ml and that the technique used was retroinjection with skin tweezered. There was no combination therapy or other implants used. Poly-l-lactic acid was applied on three occasions ((B)(6) 2006, (B)(6) 2006, and (B)(6) 2007). She reported that the daily dosage was 1.3 ml/2.0 ml. At the time of this report, the event remains ongoing. Reporter's causality assessment: highly probable.